Manufacturer narrative:
The method/results/conclusion codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that the patient's implantable neurostimulator (ins) seems to have shifted in the chest since saturday. Additional information was received from the patient on (B)(6) 2020 reporting that the device did not shift and their daughter only thought it had. Thus, there is no safety, packaging, labeling, identity, quality, reliability, durability, effectiveness, performance issue, or adverse event alleged; ruled out per (B)(4). This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implanted neurostimulator seems to have shifted in the chest since saturday. Patient services confirmed patient did not have a fall or trauma.